Event description:
It was reported the video telescope had sharp edges at the tube tip. The issue occurred when the device was dropped during transport from sterile storage. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope had sharp edges at the tube tip. The issue occurred when the device was dropped during transport from sterile storage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end of the insertion section had contour sharpness. In addition, during device inspection the following reportable malfunction was found: the protector of the video cable section was cut, the light guide-bundle of the video cable section was broken, and the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.